Event description:
It was reported that during a stenting of a left distal sfa & popliteal, the delivery system handle broke as the user was attempting to deploy the stent. The physician was able to track to the lesion without difficulty, but once the delivery handle broke, the device was removed and the procedure was completed with another device. There was no reported injury to the pt.

Manufacturer narrative:
The sample has not been returned for evaluation to date. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.